Event description:
It was reported that the patient had a history of inappropriate shocks due to oversensing of noise. The noise was railing on the electrograms. A review of the device downloaded data found a sudden increase in shock impedance occurring last february. The doctor elected to do an invasive procedure. During the procedure, the doctor stated the device setscrew did not seem tight. The doctor decided to replace both the pulse generator and the electrode with new ones. There were no additional adverse patient effects.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated, and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD operated appropriately in the laboratory setting, investigation into the observed behavior determined that transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient had a history of inappropriate shocks due to oversensing of noise. The noise was railing on the electrograms. A review of the device downloaded data found a sudden increase in shock impedance occurring last february. The doctor elected to do an invasive procedure. During the procedure, the doctor stated the device setscrew did not seem tight. The doctor decided to replace both the pulse generator and the electrode with new ones. There were no additional adverse patient effects.